Manufacturer narrative:
(B)(4) the reported complaint of " misfire/jamming - info not provided" was confirmed based upon the sample received. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger partially engaged, and there were signs of biological material on the device. The stapler was received with 19 staples left in the cartridge, indicating that at least 16 staples were fired by the customer. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first fire attempt resulted in the staple fully forming and releasing. The next 8 staples were successfully inserted into a simulated skin pad with proper forming and releasing. The 9th staple misfired and released unformed onto the skin pad. The 10th staple correctly formed and released. The stapler was disassembl ed, and it was observed that the saddle spring was crooked on the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further evaluate this issue.

Event description:
It was reported " staplers were found jamming during use on a patient". No patient injury or harm reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " staplers were found jamming during use on a patient". No patient injury or harm reported. The patient's current condition is reported as "fine".